Manufacturer narrative:
During visual inspection, damaged short black cover and load plate cover were noted. The autopulse platform is a reusable device and was manufactured in 2012 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to error message user advisory (ua) 17. The defective motor drive train was replaced to remedy the fault. An additional repair and update was completed to ensure that the autopulse platform is functional without issue. Short black cover and load plate cover were replaced. Annual service checks completed and power distribution board was replaced as part of routine service repair, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Event description:
During preventive maintenance, error message user advisory (ua) 17 (max motor on time exceeded during active operation) was displaying during functional testing of the platform. No patient involvement reported.